Manufacturer narrative:
The reported complaint of device losing telemetry post device insertion in the pocket was confirmed. Based on the information provided, it was expected because of bluetooth (ble) signal attenuation causing the signal quality to move into poor/extremely poor range post insertion. Second session was performed without any connectivity issues.

Event description:
It was reported, during an initial implant procedure, the device experienced a loss of bluetooth (ble) telemetry. The device was reinterrogated using ble and implanted successfully. The patient was stable.